Event description:
Customer was hospitalized for high blood glucose. Customer's mother also reported that the customer is blind and batteries were placed incorrectly, as a result, customer was without insulin for 3 days and all pump settings were cleaned.